Event description:
Note: this report pertains to first of two dreamtome rx 44 used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (b)(3) 2023. The device was prepared accordingly, and it worked find before insertion. During the procedure, the device was able to bow properly inside the patient. In order to gain access to the common bile duct, the physician had to cut into the ampulla. When he attempted to energize the device, the tip of the tip "snapped" and would no longer cauterize. A second dreamtome rx 44 was used; however, the same problem happened. A third dreamtome rx 44 was used, and it worked perfectly, and the procedure was completed with the third dreamtome rx 44. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.